Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that on the same day, the patient was hospitalized. No details were provided. It is unknown at this time if the hospitalization was related to blood glucose or not. Pump troubleshooting could not be completed at the time of the initial call. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported based on the allegation that the patient experienced an unspecified adverse event and the pump could not be ruled out as a contributor in the alleged incident.